Manufacturer narrative:
Investigation summary: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20065106. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20065106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a product defect against the standalone smartsite.

Event description:
It was reported that a smartsite needle-free connector had an occlusion during use. The following was reported by the initial reporter: "flow was not achieved every time, or was delayed".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4),

Event description:
It was reported that a smartsite needle-free connector had an occlusion during use. The following was reported by the initial reporter: "flow was not achieved every time, or was delayed".